Event description:
It was reported to bsc/target that during the procedure when the physician flushed the spinnaker elite flow directed catheter 1.5 f-l with contrast medium everything went well. But when he introduced histoacryl it came out through a leak at the side of the distal end of the catheter and spread out into areas where it should not have gone. Clinical outcome was obstruction of one branch of the middle cerebral artery.